Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the returned lead found multiple broken at the terminal end. The broken wire would have caused the reported event observed in the field and was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the lead.